Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 588 mg/dl, 180 mg/dl and insulin was leaking out. The customer also reported blood at site. The customer stated site was not actively bleeding. Customer reported bleeding stopped. Customer reported that they did not receive medical treatment as a result of the site issue. The customer reported that the ring keeps on popping out. Customer stated the insulin pump had cosmetic damage. The reservoir was able to lock in place. It was unknown if the auto mode was active during reported event. The device will be returned for analysis.

Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o-ring. Device received with broken off piece at the reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap / reservoir will not lock properly due to missing retainer. Device passed rewind, prime/seating, basic occlusion and force sensor test.